Event description:
A 28mm diameter x 16 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of ruptured abdominal aortic aneurysm. Vessel morphology at time of implant was not reported. It was reported there was an endoleak present which required implantation of an aneurx extension cuff. An additional urgent surgery four and a half year after the stent graft was implanted was required for a persistent endoleak and aneurysm enlargement. It was reported the patient expired one day post the surgical procedure. The device was retained by the hospital pending decision if a third party analysis is required.